Manufacturer narrative:
Siemens filed the initial MDR 2247117-2019-00062 on 21-june-2019. Additional information (17-july-2019): siemens evaluated the service performed, and the cause of the discordant patient's sample results is due to the failure of the high-speed spinner. An irregular spin would lead to the improper wash of unbound sample material during testing. Siemens confirms the instrument is fully operational post service visit, and no further evaluation of this device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform that a fatal shuttle error and wash spinner failure occurred on the immulite on the day of the event. The customer performed troubleshooting and inspected the test units. It was noted that the sump was empty, and the test units had liquid. A siemens customer service engineer (cse) was dispatched to the customer site. Siemens performed service and replaced the wash spinner due to a component failure. The cse verified the operation of the instrument, and no further issues noted. The instrument was operational, and the customer did not require additional assistance. The instrument was manufactured before september 2016, and UDI number is not available. Siemens is investigating.

Event description:
The customer informs that an immulite instrument produced estradiol (e2), progesterone (prg), luteinizing hormone (lh), and follicle stimulating hormone (fsh) discordant results on six patient samples. The discordant results were not reported to the physician(s), and repeat testing was not performed. There are no reports of patient intervention or adverse health consequences due to the discordant results.